Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that they change the set and the insulin pump went blank while priming. Customer reported that they was just changing set and the insulin pump went blank while trying to fill cannula. Display was blank for less than 30 seconds and did return. Contacts on the battery cap were not damaged or corroded. Customer was reporting an issue during priming process. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.